Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the received photo noted that the right side blowout plate was noted to be fractured. The jaws of the reload were open and the I-beam was retracted. Further, visual inspection of the returned product noted that the reload was articulated to the right. The I-beam was fully retracted and the jaws were open. There was damage to one of the blowout plates. Blood was observed on the proximal end of the cartridge. Visual inspection of the reload revealed that the reload had not been applied/fired onto the intended site. The cartridge assembly of the reload was found to have all staples present and no protrusion of staples above the cartridge surface was observed. The blowout plate opposite the articulation rod was damaged, and the laminates of the knife-bar assembly were herniated. The noted damage to the reload prevented any type of functional evaluation to be conducted. It was reported that the jaws will not close and difficult to straighten. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: herniated laminates in association with bent lami nate hooks. A visual inspection of the received photo noted that there were herniated laminates noted at the articulation joint. Visual inspection of the returned product noted that the laminates were found to be herniated. The laminate hooks were bent. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial number: (B)(6)) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a rectosigmoidectomy and partial total mesorectal excision (tme) with rectocolon side-to-end anastomosis and cholecystectomy for treatment of a colon cancer tumor, the powered stapler with reload experienced multiple issues. The device could not be straightened from a 45-degree angle, preventing removal of the reload from the 12-millimeter (mm) port. The surgeon was unable to squeeze the handle, though the green safety button could be pressed. As a result, the surgeon converted from laparoscopic to open surgery, extending the surgical time. The powered stapler with the attached reload and port was removed collectively from the patient. The anastomosis was successfully completed using a competitor's stapler during open surgery. Post-procedure, device troubleshooting and fault finding were performed, including reassembly and testing with the same and a prior reload. The reload remained open and did not respond to open/close instructions, and the green safety indicator did not activate. When a previously fired rel oad was tested, the stapler indicated the reload had already been fired.